Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 22-apr-2026. Investigation summary: bd received 2 photos for investigation and upon review, the fill level was found to be acceptable. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 300 samples were received (100 samples from batch 60527456 and 200 samples from batch 6023458). However, the received batches are not part of the investigation for batch 5329605. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.